Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed which identified the injection port had been broken off of the bag. Functional leak testing was performed and a leak was observed from the broken port only. The reported condition was verified. The cause of the broken port could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag leaked during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.